Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with 4-lead ECG electrodes and disposable defibrillation/ECG electrodes for external pacing. According to the reporter, the device intermittently stopped pacing and had to be manually reset. Pt outcome is unknown.